Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of both the left common femoral artery (lcfa) and right common femoral artery (rcfa) in relation to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully placed in the right common femoral artery (rcfa). The tavr procedure was completed. After the tavr, an attempt was made to close the small hole access site in the lcfa using a proglide device; however, when attempting to remove the proglide device from the anatomy after deployment, it became stuck. Some force was used and the device separated at the junction of the distal/proximal guide into two pieces. The distal guide portion had remained in the patient anatomy. Cut down surgery of the lcfa was performed to remove the distal guide of the proglide device from the vessel and to achieve hemostasis. Reportedly. There was still bleeding at the rcfa access site after the sutures/knots of the two pre-placed proglide devices were tightened down. A third proglide was deployed in the rcfa. It was noted that when the third proglide device was deployed that the physician felt that it may not have been in the correct spot as it seemed too deep when the foot was deployed. There was ongoing bleeding noted at the lcfa access site where the cut down had been performed. When attempting to obtain contralateral access to occlude the left iliac with a balloon for ongoing bleeding at left femoral site, they were unable to get access from the right common femoral artery under ultrasound. Upon further inspection of the patient, distal pulses on the right limb were significantly diminished. Angiogram showed that either an occlusion or dissection had occurred in the rcfa. A cut down was performed in the lcfa to control the bleeding. Bypass of the rcfa vessel was performed to open up the occlusion. The patient was taken to the intensive care unit. The patient later had a cardiac arrest. It was reportedly unknown if the proglide was related to cardiac arrest. Hospitalization was also prolonged. There was a reported clinically significant delay in the procedure or therapy due to the issues with the proglide devices. Additionally, the physician noted that the patient was in grave condition after the procedure. The patient reportedly remained hospitalized as of (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot.the patient effects of obstruction/occlusion, vascular dissection and diminished pulse are listed in the electronic perclose proglide instructions for use ) as potential adverse events of use of the device.the investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.